Event description:
The customer reported that the system had an overheating problem and a filament error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced, the high voltage nozzles were removed to be cleaned and lubricated, and the fluoroscopy pedal and exposure handle were replaced. The system was tested and found to be working as intended and put back into service.